Event description:
It was reported that two years, six months and eighteen days post a port placement, the catheter tubing was allegedly found to be completely fractured. It was further reported that the port allegedly had difficulty on accessing, aspirating and flushing of port. Furthermore, the patient had extravasation and swelling. Additionally, the catheter segment was migrated. Reportedly, the catheter was removed. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter in two segments were returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A compound break was noted on the attached catheter approximately 6.1cm from the distal end of the cath lock and a complete compound break was noted on the distal end of the attached catheter that appeared elliptical in shape. The distal catheter segment was returned and measured approximately 18.0cm in length and a compound break was noted on the distal catheter segment approximately 0.9cm from the proximal end. The edges of the complete compound break on the distal end of the attached catheter were noted to be jagged. The surface was noted to be granular in one region and round and smooth in the other and splits were noted on the border of both regions. Upon infusion, a leak from the compound break was observed while water exited the distal end of the distal catheter segment. Aspiration was attempted and was unsuccessful as water did not fully return within the attached syringe. Therefore, the investigation is confirmed for the reported fracture, leak, material separation, suction issue and identified catheter wear and deformation issues. However, the investigation is inconclusive for the reported migration, difficult to flush and blocked connection issue as further evidence of clinical conditions at the time of use would be necessary to confirm the event. The break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (result). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two years, six months, and eighteen days post a port placement, the catheter tubing was allegedly found to be completely fractured. It was further reported that the fractured catheter segment had allegedly migrated. Reportedly, the migrated portion of the catheter tubing and the reservoir was removed. The current status of the patient is unknown.

Event description:
It was reported that two years, six months and eighteen days post a port placement, the catheter tubing was allegedly found to be completely fractured. It was further reported that the port allegedly had difficulty on accessing, aspirating and flushing of port. Furthermore, the patient had extravasation and swelling. Additionally, the catheter segment was migrated. Reportedly, the catheter was removed. The current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter in two segments were returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A compound break was noted on the attached catheter approximately 6.1cm from the distal end of the cath-lock and a complete compound break was noted on the distal end of the attached catheter that appeared elliptical in shape. The distal catheter segment was returned and measured approximately 18.0cm in length and a compound break was noted on the distal catheter segment approximately 0.9cm from the proximal end. The edges of the complete compound break on the distal end of the attached catheter were noted to be jagged. The surface was noted to be granular in one region and round and smooth in the other and splits were noted on the border of both regions. Upon infusion, a leak from the compound break was observed while water exited the distal end of the distal catheter segment. Aspiration was attempted and was unsuccessful as water did not fully return within the attached syringe. Therefore the investigation is confirmed for the reported fracture, leak, material separation, suction issue and identified catheter wear and deformation issues. However, the investigation is inconclusive for the reported migration, difficult to flush and blocked connection issue as further evidence of clinical conditions at the time of use would be necessary to confirm the event. The break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.